Event description:
Reported false positive flu b results, the amount is unknown. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.